Manufacturer narrative:
The reported issue of ineffective stimulation was not confirmed. Analysis of the returned lead did not identify any anomalies.

Event description:
Related manufacturer reference number: 3006705815-2019-04370. Related manufacturer reference number: 1627487-2019-12545.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04370. Related manufacturer reference number: 1627487-2019-12545. It was reported the patient was experiencing ineffective stimulation. In turn, surgical intervention was undertaken wherein the entire scs system was explanted. This addressed the issue.